Event description:
It was reported that during a knee procedure using an ambient super turbovac 90 ifs wand, the wand displayed an error message upon connection to the controller. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.